Event description:
Follow-up revealed the patient's lead was repositioned on (B)(6) 2016 via surgical intervention. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has been experiencing an intermittent burning sensation at the lead site whether stimulation is on or off. Allegedly, blood work and x-rays were ordered per the patient's doctor but further details are unknown. The patient will undergo surgical intervention to address the issue.